Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('further sectioning the myometrium reveals a second metallic coil') and device expulsion ('further sectioning the myometrium reveals a second metallic coil') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included neck stiffness, asthma, uterine bleeding, allergic rhinitis, colon polypectomy, colonoscopy, ear operation, sinus operation, tonsillectomy, mammogram, incontinence, obesity and pancreatitis. Previously administered products included for an unreported indication: ortho tri cyclen from 2002 to december 2007. Concurrent conditions included irritable bowel syndrome, hypothyroidism, pap smear abnormal, biliary colic, hepatic lesion, human papilloma virus infection, lumbar strain, uterine fibroids, endometrial thickening, low back pain, r sciatica, inflammation, hemorrhage (nos), left lower quadrant pain, leiomyoma nos and genital haemorrhage. Family history included colon cancer. Concomitant products included bifidobacterium lactis (probiotic) since september 2014, calcium from september 2014 to october 2018, cholecalciferol (vitamin d3) since september 2014, ibuprofen since september 2008, levothyroxine since september 2014, medroxyprogesterone acetate (depo provera) from january 2008 to december 2008, montelukast sodium (singulair) since september 2014 and montelukast since september 2014. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain ("physical pain/pelvic area"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/menorrhagia (heavy menstrual bleeding)"), depression ("psychological or psychiatric problems condition: depression/psychology injury"), anxiety ("psychological or psychiatric problems condition:anxiety/mental anguish/psychology injury"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), hypersensitivity ("allergy"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems"), genital haemorrhage ("gen. Abnormal bleeding"), dermatitis allergic ("allergy - rash/skin condition") and post procedural complication ("post removal complication"). The patient was treated with alprazolam, alprazolam (xanax), citalopram, escitalopram oxalate (lexapro), nsaids, paracetamol (acetaminophen) and surgery (surgical removal of coil(s),on (B)(6) 2014. Hysterectomy (full) and surgical removal of coils, (B)(6) 2014. Hysterectomy (full)). Essure was removed on (B)(6) 2014. At the time of the report, the embedded device, vaginal haemorrhage, depression, anxiety, migraine, dysmenorrhoea, dyspareunia, fatigue, weight increased and post procedural complication outcome was unknown and the pelvic pain, menorrhagia, abdominal pain, hypersensitivity, bladder disorder, urinary tract disorder, genital haemorrhage and dermatitis allergic had resolved. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dermatitis allergic, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, hypersensitivity, menorrhagia, migraine, pelvic pain, post procedural complication, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy she did not undergo an essure confirmation test. Plaintiff received treatment for bleeding, psychology injury. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 71.66 kgs. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet revived, event gen. Abnormal bleeding, rash/skin condition, post removal complication , event outcome and rcc comment added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('further sectioning the myometrium reveals a second metallic coil') and device expulsion ('further sectioning the myometrium reveals a second metallic coil') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included neck stiffness, asthma, uterine bleeding, allergic rhinitis, colon polypectomy, colonoscopy, ear operation, sinus operation, tonsillectomy, mammogram, incontinence, obesity and pancreatitis. Previously administered products included for an unreported indication: ortho tri cyclen from 2002 to (B)(6) 2007. Concurrent conditions included irritable bowel syndrome, hypothyroidism, pap smear abnormal, biliary colic, hepatic lesion, human papilloma virus infection, lumbar strain, uterine fibroids, endometrial thickening, low back pain, r sciatica, inflammation, hemorrhage (nos), left lower quadrant pain, leiomyoma nos and genital haemorrhage. Family history included colon cancer. Concomitant products included bifidobacterium lactis (probiotic) since (B)(6) 2014, calcium from (B)(6) 2014 to (B)(6) 2018, colecalciferol (vitamin d3) since (B)(6) 2014, ibuprofen since (B)(6) 2008, levothyroxine since (B)(6) 2014, medroxyprogesterone acetate (depo provera) from (B)(6) 2008 to (B)(6) 2008, montelukast sodium (singulair) since (B)(6) 2014 and montelukast since (B)(6) 2014. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain ("physical pain/pelvic area"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/menorrhagia (heavy menstrual bleeding)"), depression ("psychological or psychiatric problems condition: depression/psychology injury"), anxiety ("psychological or psychiatric problems condition:anxiety/mental anguish/psychology injury"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), hypersensitivity ("allergy"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems"), genital haemorrhage ("gen. Abnormal bleeding"), dermatitis allergic ("allergy - rash/skin condition") and post procedural complication ("post removal complication"). The patient was treated with alprazolam, alprazolam (xanax), citalopram, escitalopram oxalate (lexapro), nsaids, paracetamol (acetaminophen) and surgery (surgical removal of coil(s),on (B)(6) 2014. Hysterectomy (full) ). Essure was removed on (B)(6) 2014. At the time of the report, the embedded device, vaginal haemorrhage, depression, anxiety, migraine, dysmenorrhoea, dyspareunia, fatigue, weight increased and post procedural complication outcome was unknown and the pelvic pain, menorrhagia, abdominal pain, hypersensitivity, bladder disorder, urinary tract disorder, genital haemorrhage and dermatitis allergic had resolved. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dermatitis allergic, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, hypersensitivity, menorrhagia, migraine, pelvic pain, post procedural complication, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy she did not undergo an essure confirmation test. Plaintiff received treatment for bleeding, psychology injury. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 71.66 kgs. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('further sectioning the myometrium reveals a second metallic coil') and device expulsion ('further sectioning the myometrium reveals a second metallic coil') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included neck stiffness, asthma, uterine bleeding, allergic rhinitis, colon polypectomy, colonoscopy, ear operation, sinus operation, tonsillectomy, mammogram, incontinence, obesity and pancreatitis. Previously administered products included for an unreported indication: ortho tri cyclen from 2002 to (B)(6) 2007. Concurrent conditions included irritable bowel syndrome, hypothyroidism, pap smear abnormal, biliary colic, hepatic lesion, human papilloma virus infection, lumbar strain, uterine fibroids, endometrial thickening, low back pain, r sciatica, inflammation nos, hemorrhage (nos), left lower quadrant pain, leiomyoma nos and genital haemorrhage. Family history included colon cancer. Concomitant products included bifidobacterium lactis (probiotic) since (B)(6) 2014, calcium from (B)(6) 2014 to (B)(6) 2018, colecalciferol (vitamin d3) since (B)(6) 2014, ibuprofen since (B)(6) 2008, levothyroxine since (B)(6) 2014, medroxyprogesterone acetate (depo provera) from (B)(6) 2008 to (B)(6) 2008, montelukast sodium (singulair) since (B)(6) 2014 and montelukast since (B)(6) 2014. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain ("physical pain/pelvic area"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety/mental anguish"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with alprazolam, alprazolam (xanax), citalopram, escitalopram oxalate (lexapro), nsaids, paracetamol (acetaminophen) and surgery (surgical removal of coil(s) and surgical removal of coils). Essure was removed on (B)(6) 2014. At the time of the report, the embedded device, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, dysmenorrhoea, dyspareunia, fatigue and weight increased outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, embedded device, fatigue, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: discrepancy she did not undergo an essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones was confirmed in patient medical records: migraine headaches, menorrhagia, abnormal bleeding, dysmenorrhea, anxiety, depression and dyspareunia and following event was described in patient's medical record- embedded device and device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-aug-2019: pfs and mr was received. New events added- embedded device, device expulsion, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), depression, anxiety, migraines / headaches, dysmenorrhea, dyspareunia, fatigue, weight gain were added. New reporters were added. Patient demographic was added. Concomitant and treatment drugs were added. Concomitant and historical conditions were added. Event onset dates were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('further sectioning the myometrium reveals a second metallic coil') and device expulsion ('further sectioning the myometrium reveals a second metallic coil') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included neck stiffness, asthma, uterine bleeding, allergic rhinitis, colon polypectomy, colonoscopy, ear operation, sinus operation, tonsillectomy, mammogram, incontinence, obesity and pancreatitis. Previously administered products included for an unreported indication: ortho tri cyclen from 2002 to (B)(6) 2007. Concurrent conditions included irritable bowel syndrome, hypothyroidism, pap smear abnormal, biliary colic, hepatic lesion, human papilloma virus infection, lumbar strain, uterine fibroids, endometrial thickening, low back pain, r sciatica, inflammation, hemorrhage (nos), left lower quadrant pain, leiomyoma nos and genital haemorrhage. Family history included colon cancer. Concomitant products included bifidobacterium lactis (probiotic) since (B)(6) 2014, calcium from (B)(6) 2014 to (B)(6) 2018, cholecalciferol (vitamin d3) since (B)(6) 2014, ibuprofen since (B)(6) 2008, levothyroxine since (B)(6) 2014, medroxyprogesterone acetate (depo provera) from (B)(6) 2008, montelukast sodium (singulair) since (B)(6) 2014 and montelukast since (B)(6) 2014. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain ("physical pain/pelvic area"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/menorrhagia (heavy menstrual bleeding)"), depression ("psychological or psychiatric problems condition: depression/psychology injury"), anxiety ("psychological or psychiatric problems condition:anxiety/mental anguish/psychology injury"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), hypersensitivity ("allergy"), bladder disorder ("bladder/urinary problems") and urinary tract disorder ("bladder/urinary problems"). The patient was treated with alprazolam, alprazolam (xanax), citalopram, escitalopram oxalate (lexapro), nsaids, paracetamol (acetaminophen) and surgery (surgical removal of coil(s),on (B)(6) 2014. Hysterectomy (full) and surgical removal of coils, (B)(6) 2014. Hysterectomy (full)). Essure was removed on (B)(6) 2014. At the time of the report, the embedded device, vaginal haemorrhage, depression, anxiety, migraine, dysmenorrhoea, dyspareunia, fatigue and weight increased outcome was unknown and the pelvic pain, menorrhagia, abdominal pain, hypersensitivity, bladder disorder and urinary tract disorder had resolved. The reporter considered abdominal pain, anxiety, bladder disorder, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, hypersensitivity, menorrhagia, migraine, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy she did not undergo an essure confirmation test. Plaintiff received treatment for bleeding, psychology injury. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 71.66 kgs. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Concerning the injuries reported in this case, the following ones was confirmed in patient medical records: migraine headaches, menorrhagia, abnormal bleeding, dysmenorrhea, anxiety, depression and dyspareunia and following event was described in patient's medical record- embedded device and device expulsion quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 5-sep-2019: plaintiff fact sheet received. Events: abdominal pain, allergy, bladder/urinary problems were added. Event outcome was added for the events: abdominal pain, allergy, bladder/urinary problems. Event outcome was updated for the events: pelvic pain, menorrhagia. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.